Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) ranged from 243 mg/dl to a reading of "high" on continuous glucose monitor. A manual insulin injection was used to address bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.